Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure the soft tip of the stent delivery system was noted to have separated prior to advancement through the rotating hemostatic valve. The product was not used on the pt and no pt injury was reported.